Manufacturer narrative:
The MFR has completed its analysis of the returned device and the results are as follows: visual and microscopic examination revealed the device introducer sheath to be torn along the upper 1/3 portion. The pull tab was missing on one side and the sheath material was irregularly torn along its seams. The lower 2/3 of this sheath revealed clean tearing along the seams. The damaged portion showed characteristics of a seam being present prior to separating the sheath. A review of the device history record was performed on this cat/lot number and no mfg variances were noted in relation to this event. In addition, a trend analysis was performed on similar reports involving this cat/lot number and no trends have been identified. The facility's report that the "introducer would not split" could not be reproduced or confirmed on this unit. Based on the available info and the results of co's analysis, no conclusion could be drawn as to the cause of this event. The results of the MFR's investigation are inconclusive. No further details are available. The MFR is now closing its file on this event.

Event description:
Introducer would not split (not scored at the top)